Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic cholecystectomy according to the reporter: during procedure a doctor found a black piece was attached on the abdomen wall on the peritoneum side. The foreign material could be retrieved from patient. After removal of device the customer inspected all the instruments including endoscope and others that were used in the case. Then confirmed a tip part of 174317 was missing, which was as large as the material that was fell on the abdomen wall. The case was completed with no replacement of device. No patient harm. Operating time not extended. Additional tissue resection: no. Tissue damage: no. No bleeding.